Event description:
It was reported that an interlink injection site was involved in a disconnection incident. The reporter stated that the ¿blunt cap had come unattached¿ from the patient¿s peripheral IV (piv) line. This occurred during infusion of 5% dextrose in water, 0.45% sodium chloride solution, and 20 meq kcl (potassium chloride)/l at 38 ml/hour. After this was noticed, the nurse ¿scrubbed the hub and put on a new blunt at the end of the piv¿ line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection, device to device functional testing, leak testing, and flow testing and functional testing were performed. No malfunctions or abnormalities were identified during the evaluation of the sample. The device performed normally with no leaks or disconnections noted during functional or iso testing. Should additional relevant information become available, a supplemental report will be submitted.